Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited misaligned electrogram markers. Further review of the stored electrograms also revealed non-conversion of ventricular fibrillation despite full energy shock delivery.